Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly tortuous, moderately calcified, 80% stenosed, diffused diseased, proximal right coronary artery (rca) after angiogram the vessel was serially predilated with a 1.5 x 12 mm, 2.0 x 12 mm mini trek balloon dilatation catheter at 8 atmosphere (atm). A 2.75 x 38 mm xience prime stent was deployed at 10 atm and post-dilated using a 2.5 x 12 mm and 2.75 x 15 mm nc trek bdc with a good timi iii flow without any residual stenosis. It was reported that post procedure on (B)(6) 2013 the patient suddenly died and the cause was noted as sudden cardiac arrest. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of death is a known observed and potential patient effect as listed in the xience prime ll everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.